Event description:
Additional information received reported the cause of the event was unknown. Impedances were reported as normal. It was noted that reprogramming occurred on (B)(6), 2013. It was stated voltage was increased and pulse width was decreased in the "left brain." No hospitalization was reported and the patient outcome was reported as non-serious injury/illness. A little less than two weeks later, it was reported the patient was still having concerns with their device or therapy, but was working with their doctor. It was noted the patient had an appointment scheduled for later in february. It was indicated the patient's voice was normal before surgery and after was "hard to understand" the patient and their tremor was "worse than ever." A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v458448, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v458448, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of dizziness, light headedness, uneasiness when walking and trouble speaking clearly. However, the dizziness only occurred when the device was on, and the speech issues got better when the device was shut off. The reporter indicated that the speech issues had been ongoing for a long time but the dizziness had been happening for the 2 months prior to the report. The patient had checked his blood pressure 'numerous times' which was indicated to have been fine. The reporter stated that the patient felt an 'electrical impulse' when the implantable neurostimulator (ins) was turned on and it made the 'patient's head swim.' However, this sensation faded as the ins stayed on. It was noted that the patient had to sit down when turning the device on or it would 'knock him over.' When the patient first got the device however, it was 'a very mild feeling.' It was noted that the patient's battery was still good at 2.6v. There had been no falls or accidents related to the complaint. It was further reported that when impedances were run at 4v and a pulse width of 180's, 'a lot of question marks' were obtained on electrode pairs c,0; c,6 and 4,7. All other impedances were between 600 ohms and 800 ohms. Group impedances were reported as follows: left side: 671 ohms, 121 ma; right side: 886 ohms, 42 ma. The patient's readings had always been in this range and nothing seemed out of range other than the 'question marks.' The patient had been programmed to c+,1- at 3.8v, pulse width of 120's, frequency of 185hz and c+,6- at 2.3v, pulse width of 90's, frequency of 185 hz on the left and right leads respectively since april. The reporter indicated that reprogramming would be attempted to see if that helped.